Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the leadless implantable pulse generator (ipg) exhibited undersensing and intermittent telemetry. The device remains in use. No patient complications have been reported as a result of this event.